Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no serious injury to the patient occurred. Product information for use states "under no circumstances should the balloon be inflated with more than 45ml of fluid." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by a nurse that a patient in the intensive care unit (ICU) experienced minor rectal bleeding with the device. The balloon was being deflated for removal and reinsertion as the nurse removed 90cc of fluid from the retention balloon and observed that the retention balloon over-inflation. There was no further bleeding and the bleeding was not able to be quantified. No further information was provided including patient details, treatment or outcome.